Event description:
Per the clinic, the patient developed skin sinking issue between the pinna and implant. The patient initially underwent a scar revision procedure under general anesthesia on (B)(6) 2024; however, the skin issue reportedly recurred following the revision. Subsequently, the patient underwent an additional revision surgery under general anesthesia on (B)(6) 2025. During the (B)(6) 2025 procedure, the superior portion of the original bi300 bone implant was removed, and the existing transducer was placed onto a new bi300 bone implant.